Event description:
During a revision surgery, while impacting the broach, the surgeon hit the version guide on the broach handle and it broke. The revision surgery was submitted on MDR #1644409-2009-00462.